Event description:
The complainant alleged that during a routine shift check by a clinician, the dvice would not charge and displayed a "defib fault 46" message. The complainant indicated that there was no pt involvement in the reported malfunction.